Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 91mg/dl. Customer¿s blood glucose at time of incident was 31mg/dl and current blood glucose was 194mg/dl. Customer admitted to the hospital because of hypotension. Customer declined troubleshoot for low blood glucose. Customer was not wearing the pump at time of incident. Pump was not to be returned for analysis.